Event description:
It was reported that the hand control for the surgical table was blinking green light and would not respond. The backup panel was not responding either.

Manufacturer narrative:
This product does not have an expiration date. Evaluation summary: the operating table is used by medical staff to position and support a patient and is battery powered with an ac cable for recharge. If a handheld control does not function than an operating room (backup) panel is then utilized. In this event both the hand held control and backup panel failed to operate. The table was evaluated on (B)(4), 2010 and it was found that the cause of the event is due to a faulty wire connection between mpc and operating room panel. The table was repaired by replacing and setting motion parameters in mpc and changing the settings.